Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, olympus confirmed foreign material in the insertion part, foreign material in the nozzle, foreign matter in the adhesive part of the bending section cover/distal sheath, foreign material in the bending section cover/distal sheath, and foreign material in the plastic distal end cover/probe cover. It was not was not possible to identify the foreign matter. There was no physical damage at the place where the foreign material remained. A definitive root cause could not be determined. There were no deviations from the reprocessing steps as presented in the instructions for use (IFU). The event can be detected and prevented in accordance with the following IFU. The detection method is described in chapter 3 preparation and inspection of the gif/cf/pcf-190 series operation manual. Preventive measures are described in the instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign objects in the connecting tube and the nozzle, on the plastic distal end cover, the bending section cover and the bending section cover adhesive. There were no reports of patient involvement.